Event description:
It was reported that the patient came to the emergency room due to receiving an asymptomatic shock. A remote monitoring transmission indicated that the patient was in atrial tachycardia/atrial fibrillation and received therapy for three device defined ventricular fibrillation episodes. The review of the episodes indicated that the rhythm appears to be possible atrial fibrillation with rapid ventricular response. Atrial undersensing was noted. The device and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-45, lead, implanted: (B)(6) 2005. (B)(4).

Event description:
It was further reported that the device alerts were programmed off.